Manufacturer narrative:
A boston scientific technical services consultant discussed the observations with the caller and recommended further testing. The caller stated that no x-rays or further testing was performed. A revision procedure will most likely be scheduled in the future. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited intermittent pacing spikes to almost 2200 ohms on the right ventricular (rv) channel. Additionally, sensing measurements have been decreasing. No adverse patient effects were reported.